Event description:
The customer had been using an infusion set with a knot in the tubing and a bent needle. However it is reported that the customer was in a hurry to leave for school and was unsure if he properly completed the fill tubing step. In addition, he did not test his bg's that day and had no backups. As a result, the customer was hospitalized for diabetic ketoacidosis and an elevated blood glucose level. The customer received an insulin drip and dextrose fluid drip.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.